Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an 3025-2050, 50 mm dual geometry cup, however, reported number appears to be invalid. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding liner disengaged from shell involving a dual geometry cup was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. Device and complaint history review could not be performed as the reported device lot code was not provided. The event could not be confirmed nor the root cause determined, further information is needed.

Event description:
Hip revision. Constrained liner disengaged from shell. Shell was removed new shell was implanted with modular dual mobility articulation.

Event description:
Hip revision. Constrained liner disengaged from shell. Shell was removed new shell was implanted with modular dual mobility articulation.